Event description:
The hcp reported that the day after pump replacement, the patient is "in withdrawal." The device was implanted for pain-it is unknown what drug is being infused. The patient had x-rays taken and no issues were noted with the catheter. The patient had a fever and it is believed that he may have an infection unrelated to the pump system. The patient had undergone recent neck surgery. Final patient outcome is unknown.